Event description:
A cartridge change error was reported with the customer¿s pump. There was no adverse impact to the customer¿s blood glucose level. The caller successfully filled and loaded a new cartridge onto the pump, allowing them to resume insulin delivery. Technical support advised the caller to monitor the situation and call back if needed.